Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any issues reappear, which the customer understood and acknowledged.